Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with their au680 chemistry analyer. The customer observed a leak in the wash syringe, and informed cts that the issue was resolved after replacement of wash syringe, recalibration of ise, quality control and precision run. The failure mode is determined to be the wash syringe. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with their au480 chemistry analyer. The customer observed a leak in the wash syringe, and informed cts that the issue was resolved after replacement of wash syringe, recalibration of ise, quality control and precision run. The failure mode is determined to be the wash syringe. Section a2, a4 and a5: information not provided by customer. Section e1: initial reporter telephone number is: (B)(6). The beckman coulter internal identifier is case: (B)(4).